Event description:
It was reported that charging cable and wall adapter were damaged and pump did not recognize charging connection even after being plugged into a working outlet for at least 30 minutes, with green light flashing on wake button and no improvement when trying different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised about receiving replacement pump with updated software along with replacement charging supplies and wall adapter, was instructed to place malfunctioning pump into storage mode and return it within 10 days using provided shipping materials, and was informed to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.